Event description:
It was reported the connector to the wand is not working consistently. The wand was replaced and telemetry was intermittent. When the connector is pushed down, telemetry is good but when released it is not working. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis verified the telemetry issues with the rf (radio frequency) connector; rf head connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the lcd (liquid crystal display) has horizontal lines due a loose lvds (low voltage differential signaling) board connection. Foot on lower case is missing. Tab on power cord bay door and left keyboard hinge are broken. Keyboard cable is pulling out of back of keyboard.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.